Event description:
It was reported that during preparation for a bronchial embolization procedure, tip detachment occurred. The target lesion details are unknown. A renegade stc-18 130/20/angled/1ro was selected. During preparation, when the metal stylet was being removed; however, the tip of the catheter was detached and remained on the stylet. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: the complaint sample was not returned for evaluation as it was disposed of at the user facility. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).